Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein side of the lesion utilizing retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm shunt. After a guide wire crossed the lesion, a 5.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres. However, on the second inflation at 14 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5-4 mustang balloon catheter. No patient complications were reported and the patient's status was stable.